Event description:
It was reported that during inspection, the tip of the reflex specialty self retaining hybrid screwdriver was missing. There was no procedure associated with this event. No adverse consequences occurred.

Manufacturer narrative:
A visual inspection performed found the tip of the screwdriver to be fractured and the device is no longer functional. Among fractured tip, wear and tear was identified on the device. It was reported that the screwdriver had been used for a number of years. Per device history review the device is in the field for over 13 years. Device history records were reviewed for the corresponding lot and no relevant issues were identified. Complaint history record review was performed for this lot, and no similar complaints were identified. It was initially reported that upon inspection of a screwdriver in a warehouse, the tip fractured off and it was missing. There was no patient involvement. The surgical technique guide was reviewed: ¿the life of the instrument depends on the number of times they are used as well as the precautions taken in handling, cleaning and storage. Great care must be taken of the instruments to ensure that they remain in good working order. Instruments should be examined for wear or damage by doctors and staff in operating centers prior to surgery¿ the cause of the reported event is normal wear due to device age. Factors such as consistent use of the instrument throughout its lifetime, cleaning and sterilization may have caused fatigue fracture.

Event description:
It was reported that during inspection, the tip of the reflex specialty self retaining hybrid screwdriver was missing. There was no procedure associated with this event. No adverse consequences occurred.